Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of one-link needle-free IV connectors disconnected. The "valve is loosening from their set and they are having to put tape on the one-link ". The sets were used with a power injector. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.